Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va0rb87012, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, lot# va0rgdj033, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4)

Event description:
It was reported that the patient was experiencing stimulation very strongly in unwanted areas following a motor vehicle accident. The patient had stimulation in their chest, abdomen, breast, arm, and jaw. The area of paresthesia was supposed to be in the low back and left leg. The patient was also experiencing a shocking sensation. The patient also had a head injury resulting in intra-ocular pressure, nausea, and vomiting. None of these injuries were related to the device. The patient was taken to the ER via ambulance. The patient had multiple CT scans from their head to their pelvis and x-rays for hip pain done on the day of the report after the motor vehicle accident. Fluoroscopy was also performed to evaluate the lead position. The patient had tried all groups and was unable to get paresthesia in any wanted area. The stimulation in group d prior to the accident was subthreshold and after the accident it was very strong. Several impedance measurements and the lowest therapy impedance was noted as 139 ohms. Electrode impedances were taken at 3v with the lowest impedance noted as 458 ohms and nothing >2000 ohms. No outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.